Event description:
During a robotic inguinal hernia repair on (B)(6) 2024, the robotic mega suturecut needle driver was noted to be dull when trying to cut and required multiple attempts before successfully cutting. At the end of the procedure, the instrument was tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.